Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two days post implant, this patient presented to the hospital due to difficulty and pain with breathing. This right atrial (ra) lead exhibited high pacing threshold measurements and loss of p-wave sensing. It was determined that the ra lead had perforated. The patient had 16 millimeters (mm) of pericardial fluid. The patient remained in the hospital and after four days, the pericardial fluid decreased to 5 mm. There was no additional intervention performed and the lead was not repositioned. The lead remain in service. The patient was discharged from the hospital and frequent follow up appointments were planned.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicated that this patient was scheduled for an upgrade to a cardiac resynchronization therapy pacemaker (crt-p) due to heart failure symptoms. Prior to the procedure, device interrogation revealed intermittent atrial undersensing. P-waves were between 0.2 to 1.2 mv. Pacing impedance measurements had also increased from 450 ohms at implant to 800 ohms. The ra lead was explanted and successfully replaced. It was reported that the p-waves in the atrial appendage were around 1 mv, but the p-wave measurements at the free wall were around 4 mv. The new ra lead was successfully implanted at the free wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.